Event description:
Healthcare professional later reported exchange with no complaint against the device. Un-reporting deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Explanting physician: (B)(6).

Event description:
Patient reported, right side exchange with no complaint against the device. Healthcare professional later reported, deflation. Device remains implanted.

Event description:
Device has been explanted.